Event description:
According to the reporter, during side-to-side anastomotic in an open colectomy, when the tissue was clamped, the device could not be completely clamped and there was a feeling of slipping down stronger than usual). A manual stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.